Event description:
It was reported the patient was shocked with inappropriate defibrillation therapy from implantable cardiac defibrillator. There was no intervention made. Patient health condition was unknown.